Event description:
When the foot of the bed is put down, it would allegedly shake and then drop down. Dealer alleges that the springs appeared to be tight, replaced them with longer ones and it took care of the problem. No injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 5310ivc serial number/date code unknown has an unknown age. The user manual part number 1114836 rev f (aug-07) was issued with this device. There were 5 beds in this shipment and 2 were affected in the same manner. There are 3 serial numbers per bed. It is unknown which serial numbers are involved. The bed components came from invacare (B)(4). It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare.